Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a no delivery alarm. Customer also states that the cannula is bent. The blood glucose reading was 500 mg/dl. Nothing further reported.